Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause of the event was reported as due to a fungal infection. It was reported that the patient was hospitalized for treatment. The patient was treated with an unspecified anti-inflammatory drug and an unspecified drug infusion (doses, routes, duration and frequencies not reported) for treatment. At the time of this report, the patient was not recovered from the event. Pd therapy was ongoing during the treatment and was scheduled to be withdrawn "afterwards". No additional information is available as the reporter declined to provide additional information.